Event description:
Pt sample showed weak reactivity with 0.8% pooled screening cells. The sample was then tested with 0.8% resolve panel b lot no 8rb169, only cell #15 was reactive. Customer later identified anti-e, -c and -s using peg/tube. No death or serious injury was associated with this incident. This event was also reported on medwatch report 2250051-2004-00263 and medwatch report #2250051-2004-00284.